Event description:
It was reported that following a non-device related surgery, the patients implantable pulse generator (ipg) would no longer connect to the remote control (rc) and was no longer working. The physician suspected that the ipg was damaged during the surgery. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.